Event description:
Phaco unit has preprogrammed settings of 50 asp and vac500 plus. In position 2 the vac level reached 614. When the foot pedal was released the pt's eye experienced a major collapse. On 1st post-op day the eye showed 3 plus edema. Surgeon felt some of this was due to collapse.